Event description:
Health professional reported left side ¿the tissue expander had a seem rupture¿ of a saline device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported, left side. ¿the tissue expander had a seem rupture¿ of a saline device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on posterior side assessed, as unidentified (tear) opening. And broken striated on suture tap side assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. Additional observations: yellow particles on the surface of the shell observed. Wear abrasion observed. No further actions are required, as the device was implanted.